Event description:
The reporter stated that the surgeon inserted an aq2003v three piece silicone lens and a capsular tear was noticed. The incision was enlarged to remove the lens, and a vitrectomy was performed. An anterior chamer lens was inserted. A suture was required to close the wound. It was unk what caused the capsular tear. A competitor's phacoemulsification equipment was used.

Manufacturer narrative:
H.6.: evaluation codes: method - a work order was performed for the lens. Results - visual inspection of the returned product showed that one lens haptic is torn. Clear surgical residue/debris on the product. Both sides of the lens optic and haptics were checked for rough and sharp edges and were found to be accepatble. A lens work order search was performed an one similar complaint was found within the search. Conclusion - based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.